Manufacturer narrative:
Additional information: cec adjudicated the patient died of pulmonary embolism and cancer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the cx. Approx 3 months post index procedure the patient suffered nstemi of unknown vessel and was treated with medication. The investigator assessed the event as not related to the index device or anti-platelet medication. The sponsor assessed the event as not related to the anti-platelet medication and possibly to the device. The patient is not recovered. [Updates 15 and 24 jul 19 reviewed.]